Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was returned along with the torque device. Analysis of the device revealed that the guidewire was separated at approximately 290.5cm from its proximal end. The guidewire distal separated section was not returned. The guidewire was slightly bent proximal to the separated site. The guidewire polytetrafluoroethylene (ptfe) coating was peeled off on several places at approximately between 125.0cm to 140.0cm from the proximal end. The torque device was on the guidewire where the ptfe was peeled off, it appears that the torque device had been dragged down the guidewire ptfe. Information available indicated that the device was confirmed to be in good condition prior to use. The guidewire was being advanced though a clot when the break occurred, and the physician believed that torque resistance maybe led to the guidewire breaking. Based on the device analysis and information available an assignable cause of operational context has been assigned to the guidewire kink and break, and the un-retrieved device fragments. In addition, based on the device analysis the ptfe coating appears to have peeled off due to an insecure torque device. As per the device dfu, "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Therefore, an assignable cause of user error has been assigned to the analyzed guidewire ptfe coating peeling.

Event description:
It was reported that during the treatment of stroke, the subject guidewire broke inside the patient's middle cerebral artery (mca). The physician attempted to retrieve the guidewire using a competitor retriever but was unable to retrieve the wire. Physician secured the guide wire by placing a stent on the j-shaped distal end of the wire to avoid migration. Additional information indicated that the guidewire broke when it was advanced through a clot. The physician stated that torque resistance might have led to the guidewire break. The patient is recovering from index stroke with rehabilitation. There was no clinical consequences to the patient reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the treatment of stroke, the subject guidewire broke inside the patient's middle cerebral artery (mca). The physician attempted to retrieve the guidewire using a competitor retriever but was unable to retrieve the wire. Physician secured the guide wire by placing a stent on the j-shaped distal end of the wire to avoid migration. Additional information indicated that the guidewire broke when it was advanced through a clot. The physician stated that torque resistance might have led to the guidewire break. The patient is recovering from index stroke with rehabilitation. There was no clinical consequences to the patient reported.